Event description:
It was reported that an inaccuracy between the Continuous Glucose Monitor (CGM) and the Blood Glucose (BG) meter occurred. On 07/14/2026, the patient's CGM reading was LOW (no specific number). After eating, the patient's mother took a finger stick that was measured at 324 mg/dL. The patient felt tired and wanted to sleep, but no medication was taken. On 07/15/2026, the patient felt similar and began vomiting, then went to sleep. Another BG reading was taken which read above 300, with their CGM still showing LOW. The patient was taken to the hospital on the same day at 4:00PM. No fingerstick or medication was taken while on the way to the hospital. At the hospital, the patient was treated with IV fluids and Insulin IV. A BG reading was taken which read 688 mg/dL. The patient was diagnosed with DKA. The patient was discharged in the morning of (b)(6) 2026. At the time of the report the patient was fine. The reported glucose values fall within the D zone of the Parkes Error Grid. No injury or medical intervention was reported. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. No additional event or patient information is available.

Manufacturer narrative:
(b)(4).Diabetes Mellitus is a known cause of hyperglycemia.